Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Event description:
The writer contacted the home patient (hp) on (B)(6) 2012 regarding a slow flow patient alarm. The hp stated that they tried to clear the alarm by removing the heater bag and putting on a new one without starting all over again but the alarm repeated so they ended therapy. The writer walked the hp through proper procedure. Other than the alarm, the hp's therapy had been going okay. There was patient involvement but no injury or medical intervention was reported.